Event description:
A report was received that the patient was suspected of having an infection at the incision site underneath the clik anchor. It was not confirmed if the suspected infection was device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed